Event description:
The lay user / patient contacted lifescan (lfs) contacted lifescan (lfs) on (B)(6) 2012 alleging inaccurate high readings on his one touch ultra 2 meter. A medical surveillance specialist (mss) spoke to the patient on (B)(6) 2012 and obtained the following information: the patient mentioned that he noticed the alleged high readings on his meter approximately 3 weeks ago. On the morning of (B)(6) 2012, he tested and obtained an elevated blood glucose of 563 mg/dl and did not exhibit any symptoms. Less than 30 minutes later he tested on another meter (non-lfs) and obtained a 112 mg/dl. He did not take any diabetes medication due to the alleged high readings. At an unspecified time later he developed symptoms of feeling sweaty. He self-treated with food and drink and felt better after treatment. He did not seek any further medical attention or contact his physician for assistance. The test strips were in good condition and not expired. The technique of applying blood on the test strip was correct. A quality control test was not done since the patient did not have any control solution. The product was replaced and requested back. The complaint is being reported since due to the alleged high readings, the patient later developed symptoms suggestive of a serious injury and had to self-treat with food/drink.

Manufacturer narrative:
Follow-up # 1 ((B)(4) 2012)-device evaluation: the meter and test strips involved with this complaint has been returned and evaluated by product analysis on (B)(4), 2012 with the following findings: the meter was tested and no faults were found. The test strips were tested and the primary complaint was not confirmed. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510 (k) # is k053529.